Event description:
It was reported that the device may be flipped and it was not confirmed at the time. The patient had had problems with the position of the device where it was loose in the pocket and it had been moving and felt ¿almost like it was against the bone.¿ the patient stated that this started ¿months ago.¿ the patient stated that the health care provider (hcp) was considering moving the device to another pocket but ¿it was getting better.¿ the patient also ¿felt a lump of wires under the skin near the top of her butt.¿ the patient mentioned that when she sat down she could feel the bottom of the device ¿through the skin, like it was angled funny and it got sore from time to time.¿ the patient also reported that stimulation was in the wrong location. The patient was only able to use one of the programs and the other four programs caused her pain. The patient had it on the ¿4th setting and it caused her big toe to pull down and she could feel a nerve all the way down her leg into her toe.¿ the patient had an appointment with her hcp ¿in a few weeks.¿ additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va00n2r, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).